Event description:
It was reported the device broke when trying to place it. This occurred during lumbar arthodesis procedure. The surgery was completed. There was a spare implant available and it functioned correctly. It was reported the patient was not injured.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.